Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead exhibited noise and elevated threshold. Many inappropriate mode switch episodes were noted due to the noise. Programming changes were made. On (B)(6) 2018, the patient presented for an unrelated procedure. During the procedure the right atrial lead was capped and replaced. The patient was discharged.